Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, lens was explanted at secondary procedure due to patient experienced blurry vision.clinical reason for explant was reported to be subjective visual disturbance. The iol was replaced with unspecified monofocal lens approximately five months after initial procedure. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis and the reported complaint could not be observed. Iol(intraocular lens) returned in two segments wrapped in surgical fabric. Solution is dried on the iol.both haptics are broken/torn and not returned. The optic is torn/split-cut dividing the iol in two and scratched/marked-rejectable. The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as user facility reported that according to the surgeon, the iol did not cause the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).